Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 4. The patient was connected at the time of the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) had the registered nurse (rn) close all the clamps, cycle the power on the hc to clear the alarm and end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.